Event description:
The aeon endostapler system consists of a handle and reload. During a partial colectomy procedure, it was reported that a reload was fired, but when the surgeon attempted to retract the reload, the handle pull knob returned and the blade did not retract, leaving the reload clamped on the tissue. Prior to firing the reload, it was reported that there was difficulty lining up the arrows when loading the reload and difficulty unloading to attempt loading again. When initially clamping the reload on tissue, the surgeon heard a small pop sound but could clamp and unclamp the reload to reposition before firing. A new handle was used to fire a new reload next to the stuck reload to remove it from the tissue. No patient harm.

Manufacturer narrative:
This follow-up report reflects additional information made available through further product evaluation. In this report, the codes in h6 for investigation findings and investigation conclusions were updated to reflect these findings.

Event description:
The aeon endostapler system consists of a handle and reload. During a partial colectomy procedure, it was reported that a reload was fired, but when the surgeon attempted to retract the reload, the handle pull knob returned and the blade did not retract, leaving the reload clamped on the tissue. Prior to firing the reload, it was reported that there was difficulty lining up the arrows when loading the reload and difficulty unloading to attempt loading again. When initially clamping the reload on tissue, the surgeon heard a small pop sound but could clamp and unclamp the reload to reposition before firing. A new handle was used to fire a new reload next to the stuck reload to remove it from the tissue. No patient harm.